Event description:
End user was standing in front of the unit when they felt as though they were going to pass out. They reached out in error, grabbing the controller, setting the unit in motion. End user fell and sustained a fractured left shoulder/skin breakdown.